Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a capture anomaly was noted on the egm. Technical support was contacted and suggested reprogramming the device to be more efficient for the patient. The device was reprogrammed to resolve the issue and the patient was in stable condition.